Manufacturer narrative:
The reported complaint of the cool line catheter leak was confirmed. The investigation findings revealed a pinhole leak at middle of distal balloon during functional pressure leak test. The root cause of the reported event was due to a latent material defect. Visual examination of the returned cool line catheter was performed and found no physical damage to the catheter. Observed blood residue in the balloons and also in the distal, medial, proximal and in/out luered tubings. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance, except the medial and in/out luers ports were clogged with blood. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the distal end of distal balloon, thus confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for cool line catheter with lot number 84469.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, customer reported that balloons leakages were observed on the icy catheter (lot #unknown) and cool line catheter (lot #unknown). No known impact or consequence to patient information was available.